Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set broke apart below the endcap. The following information was provided by the initial reporter: ¿IV tugged slightly and the tubing broke apart, disconnecting below the endcap of his port. So the line from his port was hanging freely with no endcap.¿

Event description:
It was reported that bd alaris pump module smartsite infusion set broke apart below the endcap. The following information was provided by the initial reporter: ¿IV tugged slightly and the tubing broke apart, disconnecting below the endcap of his port. So the line from his port was hanging freely with no endcap.¿

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D4: medical device expiration date: unknown. H4: device manufacture date: unknown.